Manufacturer narrative:
Additional suspect medical device component involved: model: csk-tc15 lot: m065 description: csk tc electrode, 15 cm.

Event description:
A report was received that an electrode had a wire come out.

Manufacturer narrative:
Csk-tc15/lot l889: the complaint was confirmed. A visual inspection of both electrodes revealed that the shafts were bent due to external mechanical force. Both electrodes would also not register temperature during the functional test. X-ray inspection of the electrodes revealed that fractured wires in the shafts near the tips were causing an open thermocouple circuit. Csk-tc15/lot m678: the complaint was not confirmed. The electrode passed a visual inspection. However, the electrode would not register temperature during the functional test. X-ray inspection revealed that a fractured wire in the hub was causing an open thermocouple circuit. Csk-tc15/lot m039: the complaint was confirmed. A visual inspection of the electrode revealed that the shaft was bent. However, the electrode passed the functional test.

Event description:
A report was received that an electrode had a wire come out.

Manufacturer narrative:
Additional suspect medical device component involved: model: csk-tc15, lot: l889; description: csk tc electrode, 15 cm, total quantities: 2, model: csk-tc15, lot: m678; description: csk tc electrode, 15 cm, total quantities: 1, model: csk-tc15, lot: m039; description: csk tc electrode, 15 cm, total quantities: 1.

Event description:
A report was received that an electrode had a wire come out.